Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. A review of the ventilator logs showed that buv appears to have occurred during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator displayed an inspiratory autozero solenoid error message and entered into backup ventilation (buv). There was no patient injury.

Manufacturer narrative:
Update section d4 unique identifier (UDI)# section h6 evaluation codes were updated due device evaluation method code (annex b) additional code added result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and ad d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator displayed an inspiratory autozero solenoid error message and entered into back up ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the ventilator had entered into buv during use. The service personnel (sp) inspected the ventilator and found unit had inspiratory autozero solenoid diagnostic code and entered into back up ventilation. Based on code, sp replaced inspiratory flow module printed circuit board assembly (ifm pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to potential fault in ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.